Event description:
It was reported by a healthcare professional that the patient sought medical attention with a prolonged hospital stay and was admitted to cairns hospital on (B)(6) 2026 due to hyperglycemia while using the pod between 5 and 24 hours. Prior to the event, a newly applied pod displayed a "no pod communication" error on the controller and was no longer functioning. During troubleshooting, it was confirmed that the pod did not emit the expected double beep following insulin fill, despite approximately 200 units of insulin being used. Treatment was provided with insulin pen injections while the patient hospitalized. The healthcare professional indicated that discharge was anticipated within a few hours following application of a new pod and improvement of glucose levels. It was further noted that the patient believed they may have knocked their pod while showering the night prior to the emergency department visit, potentially resulting in pod dislodgement. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.